Manufacturer narrative:
A sample from the patient was submitted for further investigation. Taking all results into account, the patient sample was found to be reactive for elecsys toxo igg. The customer's results were deemed correct. The elecsys toxo igg assay performed within specification.

Event description:
There was an allegation of questionable toxo igg elecsys results from the cobas e411 rack analyzer. The initial result was 101.2 iu/ml. On (B)(6) 2023, the repeat result with the same sample was 100.5 iu/ml. Using a sample collected (B)(6) 2023, for toxo igg avidity (clia) a result was not possible due to low igg concentration.

Manufacturer narrative:
The cobas e411 rack analyzer serial number (B)(6) . The investigation is ongoing.